Event description:
It was reported that surgical intervention was undertaken. The electrode and s-ICD were explanted and replaced with a transvenous implantable cardioverter defibrillator (ICD) system. No additional adverse patient effects were reported. The product is in possession of the hospital. If the product is returned, analysis will be performed and this report would be updated at that time.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations. Patient code of 3191 used to capture the reportable event of surgery.

Event description:
It was reported that analysis of this device was completed.

Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited t-wave oversensing that resulted in delivery of several inappropriate shocks over several episodes. A decreased signal amplitude was observed and it was noted that the patient recently developed some bundle branch block which was contributing. Tachycardia therapy was programmed off and the physician plans to explant the system and implant a transvenous implantable cardioverter defibrillator (ICD) system on an unknown future date. No additional adverse patient effects were reported. This product remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.